Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been delivering insulin via the pump; however, the blood glucose (bg) level had not lowered. The infusion set site was changed multiple times. The customer's healthcare provider told the customer that the pump needed to be replaced. Tandem technical support requested to perform a pump system check and the customer declined to do so at the time of the report. The customer requested a call back; however, the call abruptly ended prior to obtaining customer information/call back number. No additional information was received.